Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not responding well even for louder sounds.

Manufacturer narrative:
Additional information: according to the received information, the reported problem might be due to a migration of the active electrode out of cochlea. X-ray imaging shows that the active electrode array is outside of cochlea, likely in the hypotympanum. However, as per internal implant card, a full insertion was achieved during initial implantation. A repositioning surgery is planned, but dates have not been decided yet. Should further information become available, the complaint will be reopened.

Event description:
The patient is not responding well even for louder sounds. The child has not been perceiving anything from the date of switch on. Fitting was tried many times with no success. It is suspected that the electrode array is not completely inside the cochlea: based on x-ray, the electrode might be in the hypotympanum, but no confirmation has been provided. As per new information received, it is planned to reinsert the electrode array in the cochlea. However, dates have not been decided yet.